Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow blocked alert during basal. The customer blood glucose level was 312 mg/dl. The customer was assisted with troubleshooting. Customer states they perform a 5.0 unit fill cannula and customer states the insulin exited. Customer states the cannula was not bent. Customer states they reconnect tubing at quick release and prime a 5 unit fill cannula and insulin pump alarmed insulin flow blocked. Customer states they received insulin flow blocked while changing the set. Customer states they had tried different cannula lengths. Customer states the tubing was not bent or kinked. Customer states they had tried all remedies. The device will be returned for analysis.